Manufacturer narrative:
The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that another device was used to complete the procedure. Surgery was completed successfully. Unknown if a prolongation of the surgery occurred. No fragments were generated. No x-rays available. No patient harm reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device ( k-wire ø2 l150 tav, part number 492.200, lot number l244580). Received condition: the k-wire ø2 l150 tav has been received to be broken in half. The broken off portion with the tip measures 65 mm and the rear portion approx. 85 mm what added together matches with the required total length of 150mm. The rear portion of the device is strongly bent. The front portion shows striations and marks. Next to the break site there are marks of a forceps. Dimension: the shaft diameter was measured referring to the actual technical drawing and found to meet the specifications. Target dimension of shaft outside diameter 2.00 +0/- 0.05 mm. Actual dimension of shaft outside diameter 1.99 mm / pass. DHR review: the manufacturing documents were reviewed and no complaint related issues were found. This device was manufactured with a lot size of (B)(4) pieces in december 2016. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition and the correct material titanium tav as per iso 5832-3 was used. Conclusion: the various marks and striations and especially the strong bending close to the break site point to the fact that the device was subjected to forcible use. We determine the root cause to be excessive force through the method of use and associated accumulated damage and wear. No manufacturing related issue was identified and/or confirmed. The various marks and striations and especially the strong bending close to the break site point to the fact that the device was subjected to forcible use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A device history record (DHR) review was performed for part # 492.200, lot # l244580: manufacturing location: (B)(4), manufacturing date: 23. Dec. 2016: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the k-wire broke during intercondylar surgery on (B)(6) 2017. This report is for one (1) 2.0mm ti kirschner wire 150mm. This is report 1 of 1 for complaint (B)(4).